Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibial cut guide catalog # 42539905185 lot # 63777122. (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001825034-2017-10087.

Event description:
It was reported that during a knee surgery, the surgeon found the drill pin was stuck in the cut guide when he was aligning the tibial cut guide for the proximal tibia osteotomy. The same guide was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Further reporting on this device will be covered under 0001822565-2018-01981.